Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain, left side pain'), genital haemorrhage ('abnormal bleeding (general)') and myasthenia gravis ('autoimmune disorder type of disorder: myasthenia gravis') in a female patient who had essure (batch no. B97489) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included azathioprine and prednisone. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), myasthenia gravis (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches"), mood swings ("hormonal changes describe: bad mood swings"), mental disorder ("psychological or psychiatric problem"), migraine ("migraines") and fatigue ("fatigue"). The patient was treated with surgery (removal of coils). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, myasthenia gravis, vaginal discharge, dysmenorrhoea, headache, mood swings, mental disorder, migraine and fatigue had not resolved. The reporter considered dysmenorrhoea, fatigue, genital haemorrhage, headache, mental disorder, migraine, mood swings, myasthenia gravis, pelvic pain and vaginal discharge to be related to essure. The reporter commented: discremptency- date(s) of insertion: (B)(6) 2014, (B)(6) 2014 insertion details-2 distinct ostia were noted. First, the left ostia was stented without issue. Four loops were exposed or coils. This was repeated on the right side where also 4 coils were exposed. Anticipated or scheduled date: (B)(6), reason(s) for removal: (B)(6) 19 - severe pain where device was implanted and suspect myasthema gravis diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: (as per mr) impression: 1. Expected location of essure tubal occlusion devices, with normal category 2 microinsertion location and normal category 1 tubal occlusion on the right and category 2 occlusion on the left. 2. Normal appearance of the endometrium.; on (B)(6) 2014: result: total bilateral occlusion. Impression: 1. Small amount of contrast seen along the course of the left tubal occlusion device although diminished since the examination of (B)(6) 2014.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain, left side pain'), genital haemorrhage ('abnormal bleeding (general)') and myasthenia gravis ('autoimmune disorder type of disorder: myasthenia gravis') in a 39-year-old female patient who had essure (batch no. B97489) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included azathioprine and prednisone. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 2 years 1 month after insertion of essure. On (B)(6) 2016, the patient experienced mood swings ("hormonal changes describe: bad mood swings") and premenstrual dysphoric disorder ("pmdd"). In (B)(6) 2016, the patient experienced myasthenia gravis (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced fatigue ("fatigue / tired"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). On (B)(6) 2018, the patient experienced depression ("psychological or psychiatric problem/ depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), headache ("headaches") and migraine ("migraines"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)-(B)(6)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, mood swings and alopecia was resolving, the genital haemorrhage, myasthenia gravis, vaginal discharge, dysmenorrhoea, headache and migraine had not resolved, the depression and premenstrual dysphoric disorder outcome was unknown and the fatigue had resolved. The reporter considered alopecia, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, migraine, mood swings, myasthenia gravis, pelvic pain, premenstrual dysphoric disorder and vaginal discharge to be related to essure. The reporter commented: discremptency- date(s) of insertion: (B)(6) 2014, insertion details-2 distinct ostia were noted. First, the left ostia was stented without issue. Four loops were exposed or coils. This was repeated on the right side where also 4 coils were exposed. Anticipated or scheduled date: (B)(6), reason(s) for removal: (B)(6) 2019 - severe pain where device was implanted and suspect myasthema gravis discrepancy noted for essure removal date- (B)(6) 2019. Patient received treatment for events- pmdd, bad mood swings, genital bleeding, depression, myasthenia gravis, migraines, headaches, dysmenorrhea, fatigue, pelvic pain female, hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: 1. Expected location of essure tubal occlusion devices, with normal category 2 microinsertion location and normal category 1 tubal occlusion on the right and category occlusion on the left. 2. Normal appearance of the endometrium.; on (B)(6) 2014: result: total bilateral occlusion. 1. Small amount of contrast seen along the course of the left tubal occlusion device although diminished since the examination of (B)(6) 2014. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2019: pfs received: previously reported event- psychiatric disorder nos was replaced with specific event depression, newly added events- pmdd, hair loss, onset date of previously reported events- myasthenia gravis, dysmenorrhea, fatigue was added, outcome of the previously reported event were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain, left side pain'), genital haemorrhage ('abnormal bleeding (general)') and myasthenia gravis ('autoimmune disorder type of disorder: myasthenia gravis') in a female patient who had essure (batch no. B97489) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included azathioprine and prednisone. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), myasthenia gravis (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches"), mood swings ("hormonal changes describe: bad mood swings"), mental disorder ("psychological or psychiatric problem"), migraine ("migraines") and fatigue ("fatigue"). The patient was treated with surgery (removal of coils). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, myasthenia gravis, vaginal discharge, dysmenorrhoea, headache, mood swings, mental disorder, migraine and fatigue had not resolved. The reporter considered dysmenorrhoea, fatigue, genital haemorrhage, headache, mental disorder, migraine, mood swings, myasthenia gravis, pelvic pain and vaginal discharge to be related to essure. The reporter commented: discrepancy- date(s) of insertion: (B)(6) 2014, (B)(6) 2014. Insertion details- 2 distinct ostia were noted. First, the left ostia was stented without issue. Four loops were exposed or coils. This was repeated on the right side where also 4 coils were exposed. Anticipated or scheduled date: (B)(6), reason(s) for removal: (B)(6) 2019 - severe pain where device was implanted and suspect myasthenia gravis. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: (as per mr): impression: expected location of essure tubal occlusion devices, with normal category 2 microinsertion location and normal category 1 tubal occlusion on the right and category 2 occlusion on the left. Normal appearance of the endometrium.; on (B)(6) 2014: result: total bilateral occlusion. Impression: small amount of contrast seen along the course of the left tubal occlusion device although diminished since the examination of (B)(6) 2014. Most recent follow-up information incorporated above includes: on 16-may-2019: pfs received: reporters were added. Patient's demographic was added. Lot no. Was added. Case become valid since injury nos replaced by new specified event: bad mood swings, genital bleeding myasthenia gravis, migraines,headaches, dysmenorrhea pelvic pain,vaginal discharge, fatigue were added. Lab test was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.